Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: in the first surgical time, the attending physician used 2 loops of cerclage wire in the proximal part of the femur, at the time of the re-intervention, it was identified that these cerclages are in direct contact with the stem, producing a metallosis to the patient, it was also identified that the femoral stem had caused a lateral and posterior cortical injury by a possible false route in the first surgical time. The hip operated on the patient was the left. Patient consequence? :yes. Patient consequence description: the patient should have had a hip revision. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes. Procedure: not informed. Product code: (B)(4). Lot number: not informed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The lot code for the reported device is not known. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient underwent left hip revision due to instability, metallosis secondary to the presence of cerclage in contact with prosthesis, stem subsidence, and stem loosening.